Manufacturer narrative:
As allowed by exemption # (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). The symptoms of swelling and rash intraorally are indicative of a possible allergic reaction. It is our policy to report allergic reactions because of the potential for anaphylaxis. Actual syringe used on pt not returned. Unused syringe returned with kit on (B)(4) 2012. Directions/usage was evaluated. Analysis: received "actual" kit from customer. Analysis of the kit revealed that the picture dfu and the dfu pamphlet that comes with the kit were in the box. Included also was one unused syringe lot 010026 in box lot 12 expiry date 2013-07. Actual syringe utilized on pt was not received. The directions state not to use:"if necessary precautions cannot be taken" further in the directions it warns "to protect the mucous membranes from contact using a rubber dam." The hygienist did not use a rubber dam as specified in the directions, but used the gdpg against the instructions recommendations not to use if rubber dam cannot be used. The directions also contraindicate use if an allergy is known or suspected. The pt did not have any known allergies and has not been tested for an allergy to components of gdpg. Possibly of other allergen involvement has not been ruled out. An allergen has not been identified. Conclusion: not confirmed as allergen has not been identified and user did not protect mucosa as specified in the directions for use.

Event description:
On (B)(6) 2012, receptionist from the office called regarding gluma desensitizer power gel (gdpg). They had a pt for a cleaning appointment. The hygienist applied gdpg to the lingual surfaces of the maxillary arch to treat sensitivity caused from cervical erosion. The pt called back that night to complain of swollen salivary glands and small red bumps on the top and sides of his tongue. He also complained his salivary glands were no longer working. The pt has no known allergies listed and not currently taking medication. The office did not give the pt any tooth paste samples. The pt's chart indicated that they applied a couple of coats of gdpg. I asked if she could ask the hygienist how it was applied and she stated according to the directions for use. They let it sit for 30 seconds and rinsed. I asked if suction was applied during the rinse and she said it was. I asked if any of the gel got onto the pt's soft tissue, she did not know and asked the hygienist who replied that none of the gel came into contact with the pt's soft tissue. I asked her if she would like a copy of the directions for use and the msds. She said she would like this, because when they received this product from (B)(4), that the box contained no directions in it. She said they could not use it right away because they were waiting for the directions for use from the dealer. (B)(4) sent them a copy of the directions for use and she said the directions did not match the directions we sent them. I asked what was different and she did not know, the hygienist had the copy of both sets of directions. I asked where (B)(4) got the directions and she said from (B)(6) sales rep. On (B)(6) 2012, the hygienist called and said the pt was seen yesterday as a f/u. On the treatment day the pt had 3-4 mm of lingual recession on the upper arch and gdpg was placed to alleviate sensitivity he was having. The pt told her that he noticed the symptoms when he got home, but he has some chipped lower anterior teeth and wondered if the soreness and bumps on his tongue were caused by running his tongue over the chipped teeth. The pt said there has been no change in diet or his oral hygiene habits. Toothpaste has remained the same brand. The hygienist said she found it odd that none of the tissue surrounding the teeth where the gdpg was placed showed any sign of coming into contact with the gdpg. His surrounding tissue appears healthy. The pt did not seek medical attention and no medication was prescribed. The symptoms lasted for approximately 10 days and have completely subsided. They are not due to see the pt again for 2 more months; he is on a 3 month perio recall. She did say that the pt has no sensitivity as he did before the treatment and he was happy about that. The hygienist is going to fax the 2 sets of directions for use. On (B)(6) 2012, spoke to hygienist. I told her that the receptionist had indicated that the directions were not received. She said that they came with the kit and that the receptionist must be confused. I told her we had received them with the syringe. I asked if she had the syringe that was used in the pt and she said it was gone. I asked what kind of barrier was used. She said she was not able to use one as she could not used a rubber dam in this area. She said she was aware of the requirement, but was very careful. She said she rinsed real good after the application and was careful not to get any on the gingiva. I asked if the pt was advised to have an allergy test. She said that she only heard of the symptoms when the pt returned for his 2 week f/u appointment and that the symptoms were no longer present. She did not ask if he took anything for the symptoms.